Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and then suddenly increased. The lead was also reported to have perforated the ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.